Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result for one patient above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The elevated result was reported out of the laboratory. The sample was diluted and repeated on the same instrument and alternate unit; both units produced erratic elevated results within the same clinical category and in a lower clinical range. The results are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
The qc was within the established ranges pre and post the event. The customer performed 10 point precision test which passed with a %c/v of 0.0%. The sample was sent to customer product line support (cpls) for additional testing. Cpls performed interferent testing; however, was unable to confirm a patient source interferent using blocking proteins. Service was not dispatched for this event as the customer is not questioning the instrument performance. A definitive root cause can not be determined for this event.